Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. The fse replaced the pneumatic module assembly which corrected gas loss issue, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had gas loss in the iab circuit. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had gas loss in the iab circuit. There was no patient involvement, and no adverse event reported.